Manufacturer narrative:
The insulin pump alarmed during the prime test due to moisture damage at the force sensor resistor. The insulin pump was received with a cracked display window corner, cracked battery tube threads, a cracked reservoir tube, a cracked reservoir tube lip, a cracked belt clip slot, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the customer had high blood glucose levels of 214 mg/dl. The customer reported a compromised force sensor system error from the insulin pump. The customer also reported that insulin squirted out of the insulin pump during the manual prime process. Troubleshooting was done. The customer was advised to disconnect from the insulin pump. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.